Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash on (B)(6) 2016. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that the rash developed on the stomach, under the bottom-half of the sensor, which got wet. Rash was red and stomach was secreting liquid. Affected area was treated with cortisone cream, prescribed on (B)(6) 2016 for previous reactions, and over-the-counter neosporin. No additional event or patient information was provided.